Event description:
It was reported via legal documentation that a patient had a revision of right hip arthroplasty from another device for: status post right tha performed approx. 14 years ago, it was found that there was a cyst of the superior aspect of the acetabulum. However, the acetabular component was found to be rigid in its fixation. Osteolytic lesion on superior aspect of acetabulum. The patient was revised to an exactech hip device on (B)(6) 2008 and then approximately 7 years, 9 months later experienced a second revision. On (B)(6) 2016 the patient was revised to an exactech cocr femoral head 36mm, and the poly liner and acetabular component of a competitor. Revision operative report of (B)(6) 2016- postoperative diagnosis-failed tha with massive osteolysis both retroacetabular and proximal femoral. Significant amount of osteolysis around acetabulum. Had polyethylene wear and underwent a head liner exchange in 2008. Had early wear of this polyethylene liner such that it created significant osteolysis behind his acetabulum and in his proximal femur. Procedure: there were signs of significant polyethylene debris. Debridement of proximal femoral osteolysis. Significant amount of osteolysis around the acetabulum and acetabular component. Devices were trailed and then implanted. A dressing was applied, and the patient was placed in an abduction pillow. No complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/polymer, porous uncemented. D10. Concomitants: (B)(6)- 100-28-00 - cocr femoral head 28mm +0mm neck, (B)(6)- 606-01-10 - opteform rt allograft -10cc, (B)(6)- 650-00-10 - optecure 10cc rt, (B)(6)- 650-00-10 - optecure 10cc rt, these devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Manufacturer narrative:
H10. H6. Investigation results- the revision reported in (B)(4)was most likely the result of prosthesis wear and osteolysis approximately 21 years after the initial surgery and 7 years after a revision procedure to replace the original acetabular liner and inject bone graft on the acetabular side. Possible contributing factors to the wear and osteolysis include patient-related conditions secondary to age, previous history of osteolysis, and edge-loading. However, the wear and osteolysis cannot be confirmed as the devices were not available for evaluation and no pictures or radiographs were provided at the time of this evaluation. There is no other information available.